Manufacturer narrative:
(B)(4). Batch # r9543n. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the active blade of the harmonic hd broke in half mid case. There was no over activation or abuse mode seen throughout the case (rep present) and proper cleaning methods were followed. There was no sign of issue until surgeon tried to activate after a short period of no use. The generator showed a fault screen saying to remove device and clean. Scrub nurse followed the instructions and cleaned the device using a wet raytec. The fault screens were clicked through and the generator said to run a test activation to reconfigurate. When the surgeon pressed the energy activation button the active blade broke in half and fell on the floor. The broken tip was found and is included with device for pickup

Manufacturer narrative:
(B)(4). Additional MFR. Narrative: corrected data = batch # t93k31.